Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-01569. It was reported that balloon rupture occurred. The target lesion was located in the saphenous vein graft. A 2.50mmx12mm emerge¿ balloon catheter was advanced for pre-dilatation. However, on the 1st inflation at 10 atmospheres for 14 seconds, the balloon ruptured. The device was removed completely from the patient's body. After stenting, a 4.00mmx12mm nc emerge® balloon catheter was advanced for post dilatation. However, on the 1st inflation at 14 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed from the patient's body. No patient complications were reported and the patient's status was stable.